Event description:
Surgeon reports lens was replaced due to glare. He reports there has been some improvement of the glare since the lens replacement. The visual acuity prior to the event was 20/15 and is currently 20/15. Although he reports that the event is probably related to the lens, he acknowledges that there are glare problems with any lens.